Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of birth reported only as 1924. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a revision surgery was done due to femoral derotation. Reoperation was performed and condition of patient is unknown, recovery in progress. Patient was revised to another nail construct. This is report 3 of 3 for (B)(4).